Event description:
Healthcare professional reported valve was explanted due to an abscess in the non-coronary cusp and endocarditis. Organism: enterococcus faecalis. Prior to explant, stenosis (60mmhg) was noted by echo and cath.